Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted burnt connector contacts. Functional evaluation revealed that there was image loss in the video output when the connector is moved. The complaint has been confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event includes a damaged connector.

Event description:
It was reported that while being plugged during a shoulder arthroscopy, the camera head lost the image on the screen. The malfunction was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.